Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 09-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material was found under the forceps elevator. This was most likely due to incorrect reprocessing. In addition, service found the forceps channel port was deformed, the scope connector cover was shaved, the scope cylinder was discolored, the switch had a cut, there was a cut on the heat shrinking tube of the forceps elevator lever, the angle wires were worn causing play of the up/down and left/right knobs, the bending tube was deformed, the adhesive around the light guide and objective lenses was worn, the distal end of the device was shaved, there was corrosion around the lever arm, the coating on the universal cord was peeling, and multiple components were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer sent the subject device to an olympus service center for routine annual maintenance with no alleged complaint. During inspection and testing, foreign material was found under the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no patient harm or user injury reported due the event.